Manufacturer narrative:
The hospital cart passed all functional testing and performed as intended with no display issues. Additionally, the lcd display module and cart touch screen cable were evaluated individually and each component was found to be operational with no malfunctions. The customer-reported issue could not be confirmed or reproduced during investigational testing. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5093 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the reported issue did not prevent the companion 2 driver from performing its life sustaining functions. The companion hospital cart will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The customer, a syncardia certified hospital, reported that companion hospital cart touch screen was not responding while supporting a patient. There was no reported adverse patient impact.